Event description:
Affiliate reported that according to the surgeon the programmer does not work properly. It happened various times that while trying to program an implanted hakim valve the vpv approved that programming has worked properly, but by verifying this with an CT scan, it showed that the programming had not worked. The valve had not been set to the requested pressure. In addition, the device would only give a confirmation of completion when placing the programming head directly onto the valve. Also, by imitating human skin with a silicone mesh and placing the programming head over the silicone (beneath which the valve has been placed), the vpv gave no confirmation about the resetting. However when the valve was checked optically, the resetting had been successful.

Manufacturer narrative:
Upon completion of the investigation, a follow-up report will be filed.